Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the remote control buttons cracked, the electrical connector corroded, the nozzle gluing missing, the ccd module over saturation, the light guide cable bump, the operation channel resistance, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).